Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customers insulin pump stated that software error had a bad pointer, impossible default case, and its parameter were out of range. Customer was unable to resolve the issue. No troubleshooting was performed. The customer's insulin pump was out of warranty, so it is unsure if a replacement insulin pump will be sent out. It is unsure if the insulin pump will be returned for analysis.